Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) stress was applied to the curved part of the device by inserting or removing the trocar. 2) the curved piece inside the curved part interfered with the ccd cable. 3) the ccd cable built into the curved part buckled and broke. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found the screen went black during angulation to the up and right directions. The reported image noise was not confirmed. In addition, service found the bending section was slightly broken (the bending cover was normal and the inner braid was not exposed). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The subject device is an olympus loaner unit that was returned with an allegation that image noise occurred when angulating. There was no patient or procedure involvement. There was no reported patient harm or impact due to this event.